Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube. No excessive no delivery alarm.

Event description:
It is reported that the patient has a motor error on their insulin pump during priming. Patient's blood glucose level is at 201mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.